Manufacturer narrative:
A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined; however, the event is not related to the procedure nor the device. There are clinical factors that may have contributed include the patient's unique anatomy, and related comorbidities. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Device remains implanted.

Event description:
It was reported that the patient was admitted for gi bleed with a hb 7.0 and inr 3.65. The was reported to be taking 325mg aspirin at the time. A single balloon enteroscopy was performed and an avm was cauterized. No additional information was provided at this time.

Manufacturer narrative:
Information provided on 12/19/2016 states that the patient presented to the facility with low hg per the lab report and blood in the stool per the patient. Besides the aspirin, the patient was taking warfarin as well. During the hospitalization, the patient was transfused with 8 units of packed red blood cells (prbs). The gi bleeding resolved after the cauterization procedure and the patient was discharged home. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.